Event description:
Patient was revised to address tibial loosening at the cement/implant interface. The cement manufacturer is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 june 2019 were reviewed to identify patient harms/product issues on 20 november 2019. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was not resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2015, the patient underwent a left knee revision due to loosening of the tibial component, swelling, and pain. The surgeon reported the tibial baseplate was completely loose. He did not comment on the femoral component and it was not revised. The surgeon indicated the patella was resurfaced. The patient was implanted with depuy revision system and competitor cement. There were no complications reported. Doi: (B)(6) 2014; dor: (B)(6) 2015 (lt knee).